Event description:
It was reported that during the implant procedure, no sensing or pacing were observed. The lead was not implanted and was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.